Event description:
It was reported that the patient presented to the emergency room after inappropriate shocks were delivered. A device interrogation revealed that the shocks were the result of over-sensed noise exhibited by the right ventricular lead. High voltage therapy was deactivated via programming. The patient was discharged in stable condition.